Manufacturer narrative:
The device was not returned and could not be evaluated. It was discarded by the user. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint record # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy in a patient with emergency percutaneous coronary intervention (pci) and acute myocardial infarction (ami), the console generated a optical sensor failure alarm and the pressure waveform disappeared. The balloon was used for a while without pulse pressure, but the catheter was defective. There was no reported injury to the patient.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy in a patient with emergency percutaneous coronary intervention (pci) and acute myocardial infarction (ami), the console generated a optical sensor failure alarm and the pressure waveform disappeared. The balloon was used for a while without pulse pressure, but the catheter was defective. There was no reported injury to the patient.